Event description:
The flexible ureteroscope was placed into the sheath all the way up to the proximal ureter. Then the stone basket was used to grab the stone (stone was about 5-6 mm in size), however, this basket would not close appropriately, therefore, it was removed and a new one was placed. The stone was grasped and brought all the way down to the distal portion of the left ureter; however, it would not progress over the iliac vessels. This new basket had to be broken down, the flexible scope was removed and a rigid ureteroscope was placed alongside the basket. Utilizing the laser fiber, the stone was fragmented to pieces less than 2mm in size and the patient tolerated the remainder of the procedure with no adverse effects. This procedure was outpatient and this incident did not extend the patient's hospitalization.